Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer reporting false negative rh typing result on one patient using the mts abd/abd grouping card lot 020816053-03. According to customer, sample from (B)(6) pregnant female was tested on vision analyzer using the mts abd/rev grouping gel cards, where 1+ positive result was reported with the anti-d microwell on (B)(6) 2016. Sample was also tested using mts abd/abd card and saw negative in the anti-d. Because of rh discrepancy, sample was tested using tube method and at ahg phase showed 1+ positive. Additional testing was performed using different lot # of abd/abd gel cards lot # 042916053-02 and customer reported 1+ positive for the anti-d microwell. Also sample was tested using different lot # of mts abdrev gel cards and again saw 1-2+ positive result in the rh microwell. Customer stated patient had a previous history of rh negative at facility. Issue started on: (B)(6) 2016 ; reported (B)(6) 2016. Frequency: one patient. Reaction grade obtained: neg. Test repeated: yes. Result obtained by repeating: pos. Method used to repeat: gel/ tube method and different lot # of gel cards. Mts diluent 2+. Qc data: all qc passed qc type: requested, not provided. Patient pregnant female. Sample type: edta. Reagent/protocol-handling (reagent, cards, cassettes): all passed visual checks. Visual appearance before use: acceptable. Ortho discussed variation with titer levels in gel cards and possible reason for difference in reaction. Recommend customer consult with medical director for possible additional testing using molecular evaluation for sample. Customer satisfied with reporting incident for documentation. Does not have sample for return.